Event description:
It was reported that the needle stuck on pressure gauge. No additional information

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A faulty manometer caused the reported problem. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A faulty manometer caused the reported problem. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the needle stuck on pressure gauge. No additional information